Manufacturer narrative:
The user checked the subject ch-s190-xz-e after the subject ch-s190-xz-e was sterilized. The user could use the subject ch-s190-xz-e without abnormality. The subject ch-s190-xz-e will not be returned to olympus medical systems corp.(omsc). Omsc continues to investigate this event. Ch-s190-xz-e instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The subject ch-s190-xz-e and the otv-s190 were used for unspecified procedure. The endoscopic image disappeared during the procedure. The error message b30 was displayed after the user rebooted the otv-s190. The error message b30 means the communication error between the otv-s190 and the subject ch-s190-xz-e. The user replaced the subject ch-s190-xz-e with another camera head and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01003. Olympus medical systems corp. (Omsc) could not investigate the subject ch-s190-xz-e, because the subject ch-s190-xz-e is not returned to omsc. Olympus also checked the device history record of the subject device, and there was no irregularity found. The user reported the following. During the unspecified procedure with the subject ch-s190-xz-e and the otv-s190, the endoscopic image disappeared on the monitor. The error message b30 was displayed after the user rebooted the otv-s190. The user checked the subject ch-s190-xz-e after the subject ch-s190-xz-e was sterilized. The user could use the subject ch-s190-xz-e without abnormality. Also, the error message b30 means the communication error between the otv-s190 and the subject ch-s190-xz-e. Since omsc could not investigate the subject device, the exact cause has been unknown; however, the following are supposed to be the cause. There was a possibility of the temporary contact failure of the subject ch-s190-xz-e and the video system center because foreign substance attached on the electrical contact of the video connector of the subject device. The instruction manual of the ch-s190-xz-e states the corresponding method in case of an abnormality.